Manufacturer narrative:
Conclusion: based on the results of (B)(4) clinical affairs investigation, there was no evidence that the needle contributed to this event. The clinical manager stated that there were no needle defects identified before or after the incident. There was no malfunction on the needle itself. From our preserved sample evaluation and DHR review, the complaint lot met the qa specifications prior releasing it to the market. Thus, no corrective action will be applicable, as reported incident is not related to any malfunction of our product. We assure you that jmss will continue to maintain good quality of our products and ensure only good quality products are delivered to customers.

Event description:
Facility reported, "venous & arterial needle secured with chevron method. Venous needle became dislodged & patient had estimated blood loss of 350-400 cc". Dated (B)(6)2009, based on the results of (B)(4) clinical affairs investigation, the patient had 20 minutes left of her treatment when the dislodgement occurred. Clinic manager suspects that patient may have fallen asleep and moved, possibly catching her blanket on the needle. There was no defect noted by the staff or manager prior to or after the incident.